Manufacturer narrative:
(B)(4). The testing and investigation results were received and the complaint for under delivery was confirmed. The piston transducer wires were not routed correctly resulting in the piston not having full travel. The device reported, list number 00083, is an abbott product that is marketed internationally which is the same or similar to a device, list number 00084, that is marketed domestically.

Event description:
The complaint reports an under delivery.